Event description:
It was reported that the patient was admitted to the hospital for oversedation. The patient presented to the emergency room (ER) with overdose like symptoms. The patient "fell into unconsciousness", had a respiratory rate of 5 and was admitted to the progressive care unit (pcu) for 6 days. The patient also experienced a change in mental status, vomiting, and confusion, with no recollection of events. The patient also had an elevated troponin, and it was noted the patient had no history of hypertension or cardiac issues. The patient was given several doses of narcan and a cardiology work-up was performed. The conclusion made was oversedation. Reporter also noted "interthecath, intact", and the patient was not taking any oral narcotics. The event abated "after use stopped". The patient returned to healthcare provider and personal therapy manager (ptm). The cause of the oversedation was not provided. The medication in the pump was morphine. See attached user facility medwatch report #(B)(4) additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).